Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: was the jaw damaged but not broken off? Was the jaw broken off the device (in two pieces)? If the jaw was broken off in two pieces, did the broken piece fall into the patient? If yes, was it retrieved? Is the broken piece returning with the device or was it disposed of?

Event description:
It was reported that during a prostatectomy procedure, the device didn't open the jaw correctly and it broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #m90306. The device was received with the top of the I-blade upper tip broken off and not returned. No damage was found to the upper jaw as reported in the event description. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.